Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. Lead was extracted and replaced. Patient was stable before, during and after the procedure. No further information.